Event description:
The customer contact reported the device settings were found to be different than the originally programmed setting. The pump was returned to the engineering department with an unsigned note that stated, "plum pump in sleep room hall. Settings reset at random intervals," no tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospital personnel.